Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: no samples were returned for evaluation. Functional testing of the (B)(4) retained samples from this lot did not confirm the reported defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5166048. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there were multiple incidents of the tops of the bd vacutainer® 9nc 0.109m 2.7 ml, kept falling off. One incident involved leakage of blood on a staff member and on work surfaces as well. No serious injury, blood exposure or medical intervention reported.